Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had lamp turned off, and error code e102 occurred. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lamp malfunction and front panel malfunction. A root cause could not be identified. However, based on the investigation results, it is likely that the following factors contributed to the malfunction: lamp malfunction (after 30 minutes of operation, the device switches to spare lamp mode, and there is significant dust inside the power supply unit) and front panel malfunction (the power button was repaired). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.